Event description:
It was reported that a patient¿s leads migrated and wrapped around the implantable neurostimulator (ins) in the pocket. It was reported that the manufacturer¿s representative was aware of this about a month and a half ago and it was confirmed with x-ray. It was reported that the leads were both removed on the day of this report (2014 (B)(6)) and one lead was reimplanted. It was noted that the ins was not replaced. It was stated that the patient now had one vectris lead and one non-surescan ins with no extensions. It was noted that this was off-label for the MRI full body system.

Event description:
Additional information received reported that the migrated leads were removed and replaced with one lead on (B)(6). It was stated that impedance testing, x-rays, and reprogramming were performed. It was stated that the product issue was resolved. It was reported that the patient had less than 50% therapy relief at the lead location. It was noted that there was no product to return, it was discarded by customer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) thought that the patient had been rotating the battery in the pocket. It was stated that both entire percutaneous leads were wrapped evenly around the battery in the pocket. It was stated that the event was "apparently not" device related. It was reported that the patient was doing fine post-op. It was stated that the patient was receiving effective therapy. It was noted that both leads were replaced to the current battery and coverage was excellent. It was stated that the old leads were disposed of during the revision.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3778, lot# v555864006, implanted: 2012 (B)(6); product type lead product ID 3778 lot# v163250002, implanted: 2012 (B)(6); product type lead product ID neu_unknown_lead; product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that another manufacturer's representative had seen the patient when she initially made her office visit with the healthcare professional (hcp) and attended the xray of her device to determine the problem with the lead retracting in to the battery pocket. It was noted that since the particular manufacturer's representative would complete report with the details of the initial findings and "might have more information on the initial problem". It was noted that the manufacturer's representative attended the patient's revision this past friday and saw her again today at her post-op visit. It was stated that a new single "octade" lead was covering her pain very well.